Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). Erroneous results from this sample were reported outside of the laboratory. Patient identifiers for information related to each involved assay: (B)(6)/ please refer to the attachment for all patient sample data. The sample was initially tested on the customer's e801 analyzer. The customer's first run results were reported outside of the laboratory. The sample was repeated on a centaur analyzer and provided for investigation, where it was tested on another e801 analyzer, a cobas 6000 e 601 module (e601), and a cobas e 411 immunoassay analyzer (e411). The serial number of the customer's e801 analyzer was asked for, but not provided. The e801 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257824, with an expiration date of 31-oct-2018 was used on this analyzer. The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 227001, with an expiration date of 31-mar-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 277945, with an expiration date of 30-sep-2018 was used on this analyzer.

Manufacturer narrative:
Further investigation of the patient sample found an interferent to a component of the ft3 assay. This limitation is covered in product labeling.